Manufacturer narrative:
Submitted: (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was found to be torn from the ok button to the up arrow button. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, up arrow and down arrow buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the button contacts.